Manufacturer narrative:
The reported event has been determined to be a post-placement/pre-load failure. This implant loss suggests that the source of the problem was likely to stem from the lack of osseointegration and mobility. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, overall health or behavior. Proper intended use of the implant is described in its instructions for use.

Event description:
Inadequate bone quality/bone quantity, infection, pain and mobility were reported. Bone quality at the time of implant failure type IV. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Patient undergoing radiation tx-head/neck area and is a smoker.